Event description:
There was an allegation of questionable potassium results from the cobas b 221 6 roche omni s6 system when compared to another cobas b 221 and a cobas pro analyzer in the laboratory. Patient 1 initial result was 6.09 mmol/l, and the repeat result from another cobas b 221 analyzer was 3.61 mmol/l. Patient 2 initial result was 11.51 mmol/l, and the repeat result from another cobas b 221 analyzer was 4.06 mmol/l. Patient 3 initial result was 7.24 mmol/l, and the repeat result from another cobas b 221 analyzer was 4.28 mmol/l. No specific results were provided for the cobas pro analyzer, but it was stated that the results were similar to the second cobas b 221 analyzer. The customer considered the results from the cobas pro and the other cobas b 221 to be correct.

Manufacturer narrative:
The potassium electrode lot number was 31253447. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation is ongoing.